Manufacturer narrative:
Visual inspection was performed as part of the material analysis report (mar), dated august 4, 2015. Images of the device are included in the mar. "The proximal surface of the trident psl is shown in figure 7, with boney material being observed." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. A medical review was performed and concluded the exact cause of the pain was related to shell malposition with no evidence of device related factors. Further to this a material analysis did not indicate that any "material or manufacturing defects were observed on the surfaces examined".

Event description:
A patient was having an 44-1 exeter stem removed due to thigh pain. When the stem was removed it was noticed that there were black burnishings on the implant.

Manufacturer narrative:
An event regarding thigh pain involving a trident shell was reported. Malposition of the shell was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. "The proximal surface of the trident psl is shown in figure 7, with boney material being observed." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion caused psoas tendinitis with thigh pain representing the indication for revision surgery with stem and cup revision." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded the exact cause of the pain was related to shell malposition with no evidence of device related factors. Further to this a material analysis did not indicate that any "material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further relevant information becomes available this investigation will be reopened.

Event description:
A patient was having an 44-1 exeter stem removed due to thigh pain. When the stem was removed, it was noticed that there were black burnishings on the implant.